Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure, the nail stuck in the nail inserter and it was impossible to separate the inserter handle from the nail. Another inserter and nail were used to complete the procedure. The surgery was delayed for 15 minutes due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: during surgery the nail stuck in the inserter for nailing. Impossible to separate the handle of the nail. All above mentioned devices were sent back for investigation. Our investigation shows that the parts are jammed together. There are several traces of hammer impact on the head as well as at the blue plastic handle of the inserter. The nail is badly deformed and the surface shows striations signs. The manufacturing review shows that the production procedure, of all above articles, was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. Due to the hammering marks and the wear and tear signs, we can assume that the instruments were subjected to an excessive force application, which could have caused the jamming and the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was prolonged for less than 15 minutes.